Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had a hole. A revision surgery was performed to explant and replace the balloon and cuff. The pump remains implanted. No patient complications were reported.